Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.3.

Event description:
Patient reported "implant problems", "it was discovered that there had been a recall of the implant in 2019" and "dislocation". Later healthcare professional contacted reporting "capsular contracture grade 2". This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: malposition.

Event description:
Patient reported "implant problems", "it was discovered that there had been a recall of the implant in 2019" and "dislocation". This record is for the left side. Device was explanted.